Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad required multiple presses to elicit a response. The patient noted that there was peeling under the ok keypad button and a tear near up arrow keypad button, and alleged that the damage occurred after the tactile change. The patient continues to wear the pump. The patient denied trauma or moisture to the pump. The patient reportedly wears the pump attached to a belt and cleans the pump with a damp rag. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad rubber is lifting and peeling at the ok keypad button, exposing the button contact, and there is a tear in the keypad at the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.